Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed and additional info will be reported in a supplement.

Event description:
It was reported that, "revision due to instability of the knee. Sales rep advised doctor that insert being used was designed to be used with a universal baseplate. Surgeon did not want to remove baseplate and continued implanting insert in an off-label manner."